Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -6.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to low vault. This resolved the problem. Cause is unknown/device.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic broken to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).